Manufacturer narrative:
Tw ID#: (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 was used for a radial extraction without issue. When it was passed down to the leg to extract the saphenous after the tunnelplasty was done, the cautery would only activate for 1-3 seconds then shut off when cutting branches. This happened multiple times. Power was set to 3. Harvester was aware of the cautery timer/safety mechanism and thought it might need some time to reset after the tunnelplasty. Harvester took out the device to clean and verify the jaws looked ok while also allowing the timer to reset. Once harvester put it back into the tunnel, the problem immediately persisted. Harvester took out the device to clean and check 2 more times, and the problem continued. A new device was opened to complete the procedure without incident. There was a delay to open new device. There was no patient harm.

Manufacturer narrative:
Tw # (B)(4). The device was returned to the factory for evaluation on 11/26/2024. An investigation was conducted on 12/16/2024. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed on both the cannula and the harvesting device. There were no visual defects observed on the intact cannula or intact c-ring. There were no visual defects observed on the intact harvesting device jaws or intact heater wire. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply at level 3.0. The device turned on and an audible sound was heard when activating the toggle. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations. The device was tested for the safety shut down system as the device would turn on, and produced visible steam. An activation and transection capability test was performed over four (04) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue five (5) times. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (B)(4). A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436 rev y. The resistance value was measured at .68 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. Based on the returned condition of the device as well as the evaluation results, the reported failure "intermittent continuity" was not confirmed. The lot # 3000414312 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.